Event description:
It was reported that multiple malfunction alarms occurred intermittently. Customer's blood glucose level ranged from 110-120 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.